Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with trace diffuse lamellar keratitis superiorly in the right eye one day post lasik. An oral steroid was prescribed and topical steroid drop dosage was increased. Patient notes good vision and comfort. Additional information has been requested.